Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the site was bleeding and was irritated. The patient stated that a doctor prescribed cream/ointment to prevent infection. The doctor prescribed antibiotic cream/ointment, betamethasone dipropionate and over the counter neosporin. The topical cream was prescribed prophylactically.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Blood was observed on the adhesive pad of the returned device. No damages or defects were found that would cause irritation or bleeding/bruising. The exact cause of the irritation and bleeding/bruising could not be determined.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).